Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. At a later date the patient underwent another surgical procedure. It was opined by the physician that the patient will likely lose any coital function as her vaginal length is now 3cm, and there is mesh extruding. The patient also had a large stone in the bladder from a bladder perforation with the anterior arm. No further information was provided.